Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow when taking injection. All 3 returned pen needles were examined, and it was observed that 1 exhibited a bent non-patient end (npe) cannula and 1 exhibited a broken npe cannula. The remaining pen needle exhibited a straight npe cannula, and was tested for flow using a test pen injector: the pen needle was able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 3 samples were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken).

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking injection and no insulin flow when priming. Date of event : unknown. Samples : yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking injection and no insulin flow when priming. Date of event : unknown. Samples : yes.